Event description:
Patient had anterior cervical disectomy and fusion with allograft and plate with indermil tissue adhesive applied for wound closure. Six days later, patient was seen in follow-up and incision noted to be draining slightly yellow-colored, thin fluid with some redness below incision. Area was itchy and burning. Skin adhesive (indermil) was cracked, drying and was causing obvious irritation to the skin. Exudate noted under and around the adhesive. Adhesive was removed from incision and area was cleaned and allowed to air. Prescribed antibiotics, antihistamine. Patient has healed.